Event description:
Note: this report pertains to one of two resolution 360 clips used in the same patient and procedure. It was reported to boston scientific corporation that two resolution 360 clip devices were used during a procedure performed on (B)(6) 2024. The anatomical location is unknown. During the procedure, the clip was released before they were fired. Additionally, the same problem happened on the other clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown location.